Event description:
The patient was lying in bed when she said she started to smell something but wasn't sure if it was a cleaning product. Patient called the nurse to room where lower raise green button on right side started to slightly smoke. Per the nurse: "she called me into the room where I noticed the slight smoke and we unplugged the bed immediately. The smoke stopped. Patient unharmed and escorted out of the room. I spoke to engineering and environmental who came immediately to bedside, removed bed. I notified pcc and risk management. Biomed also came and saw bed. Recovery teddy given to the pt."